Event description:
A surgeon reported that following an intraocular lens implant procedure, the lens opacified. The lens was exchanged at a later date for another lens model. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).